Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is per the caller report of "middle of november". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre sensor detached prematurely while sleeping. The customer was therefore unable to obtain sensor readings, and subsequently became hypoglycemic with symptoms of dizziness and "could not speak clearly". The caller reported giving the customer an insulin injection. Please note that the treatment of insulin is not consistent with reported hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the freestyle libre sensor detached prematurely while sleeping. The customer was therefore unable to obtain sensor readings, and subsequently became hypoglycemic with symptoms of dizziness and "could not speak clearly". The caller reported giving the customer an insulin injection. Please note that the treatment of insulin is not consistent with reported hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product.no product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. The reported product is not expected to be returned as the device was reportedly discarded. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date the incident occurred is unknown. The date entered in section b3 is per the caller's report of "middle of november". All pertinent information available to abbott diabetes care has been submitted.